Event description:
Follow-up identified the patient's pain has resolved following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain and overstimulation around the ipg site. The issue could not be resolved via reprogramming. Subsequently, surgical intervention was undertaken to explant and replace the ipg.